Manufacturer narrative:
(B)(40. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, this is a report of a patient who experienced a system error 2240 alarm due to a use error further described as therapy was initiated prior to the patient being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line) alarm on the homechoice (hc) device. At the time of the alarm, the patient was connected for their initial drain of peritoneal dialysis (pd) therapy. During troubleshooting, it was found that the patient pressed go to initiate therapy before connecting themselves to the patient line. Proper procedures were reviewed with the patient and the patient planned to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.